Event description:
It was reported that upon interrogation of the device, the power module patient cable was unable to be connected. The patient stated they had been unable to connect to the mobile power unit (mpu) for weeks. Two pins were noted to be stuck in the controller white connector. The battery clips were noted to contain less pins but were able to transfer power. The patient was left on batteries until their wife could bring their backup equipment to the hospital. The controller was exchanged and the issue resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of pins stuck within the system controller¿s white power connector was not confirmed, as the system controller (serial number (B)(6)) was not returned for analysis. No log files were associated with the reported event, and the issue resolved upon exchanging the controller. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.